Event description:
It was reported that there was a cup and liner revised due to patient pain. Sales rep not aware of any other medical reason for revision. Core stem was left implanted.

Manufacturer narrative:
The trident 0 deg insert 40mm; cat# 623-00-40f; lot# mlkah2 was also revised and listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a tritanium revision acetabular was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review could not be performed as the lot provided is invalid. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that there was a cup and liner revised due to patient pain. Sales rep not aware of any other medical reason for revision. Core stem was left implanted.